Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator contacted the MFR reporting that during the implant, they were getting controller malfunction alarms. The vad coordinator was unable to identify the error code due to implant problems with the pt flow dropping. The vad coordinator changed out the system controller with a back up system controller and no further alarms or problems were noted. The hosp is returning the system controller to the MFR for analysis. The pt remains on lvad support while awaiting a heart transplant.